Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction 16 code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.